Event description:
Complainant alleged that while attempting to monitor a (B)(6), female patient the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the malfunction was unable to be duplicated during subsequent testing.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.